Event description:
The facility rep. Reported a pump that, "shuts off by itself." This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
During product evaluation, the reported condition of a device that, "shuts off by itself" was not confirmed. The device was retested and returned to the customer within specification on 05/13/2009.